Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead pacing impedance increased from 300 ohms to 500 ohms. Due to true fast ventricular tachycardia (vt), a lead integrity alert was triggered. It was clarified that the alert should be cleared so it will not retrigger; no lead issue was suspected. It was also reported that the left ventricular lead had possible high threshold, measured at 2.25 volts. The leads remain in use. No patient complications have been reported as a result of this event.